Event description:
It was reported that outside of surgery the dematome would not power on when connected. There was no patient involvement with no harm or delay reported. At product evaluation investigation the unit was confirmed to have unstable motor speed. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number (B)(6). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit was confirmed to have unstable motor speed. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.